Event description:
It was reported that the down arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4):on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons had intermittent response when pressed and required multiple presses with increasing force to evoke a response. Testing confirmed that the keypad buttons are sticking and are hypersensitive, causing scrolling in response to being pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.